Event description:
It was reported that the reservoir of this inflatable penile prosthesis herniated into the scrotum. A revision surgery was performed to remove the reservoir and place one in the appropriate location. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir underwent a thorough analysis. The component was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the reported clinical observation of migration could not be confirmed.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis herniated into the scrotum. A revision surgery was performed to remove the reservoir and place one in the appropriate location. There were no patient complications reported.